Event description:
A (B)(6) y/o asa class 1 patient undergoing hip revision experienced a cardiac collapse with death within 2-5 minutes of injection of cerament bone void filler, manufacturer cerament. Catalog number a0210-11, lot number mlot0742, expiration date 06/30/2024. Microscopic autopsy examination conclude the cause of death as: extensive pulmonary micro-emboli of foreign material consistent with cerament bone void filler material. No fat emboli were identified. Foreign material consistent with cerament bone void filler material.